Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that, after circuit exchange, the inline reservoir (for pressure measurement) was found to be collapsed. Due to loss of ECMO (extracorporeal membrane oxygenation) flow during bladder exchange, patient's blood pressure and o2 (oxygen) saturation dropped. CPR (cardiopulmonary resuscitation) was required. After one round of code meds and resumption of ECMO flow, patient recovered.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that, after circuit exchange, the inline reservoir (for pressure measurement) was found to be collapsed. Due to loss of ECMO (extracorporeal membrane oxygenation) flow during bladder exchange, patient's blood pressure and o2 (oxygen) saturation dropped. CPR (cardiopulmonary resuscitation) was required. After one round of code meds and resumption of ECMO flow, patient recovered.

Manufacturer narrative:
There was no visible damage to the component. The returned better bladder was under water leak tested and found to be working correctly with no leaks in the bladder or the connection points between the bladder and hard outer shell. The pig tail was also found to be assembled correctly and not leaking. There was no visible damage to the component. Based on the investigation the reported event could not be confirmed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that, after circuit exchange, the inline reservoir (for pressure measurement) was found to be collapsed. Due to loss of ECMO (extracorporeal membrane oxygenation) flow during bladder exchange, patient's blood pressure and o2 (oxygen) saturation dropped. CPR (cardiopulmonary resuscitation) was required. After one round of code meds and resumption of ECMO flow, patient recovered.